Event description:
Pt reported receiving an accidental finger-stick, while using the suspect device. Patient indicated that the device had been returned to the pharmacy, and was subsequently resold to him. Pt noted that the suspect device had been pre-loaded with lancets, leading to the accidental puncture. At the time of the report, pt had not yet sought treatment; however, he was advised to do so. Pt's current condition: concerned about possible exposure to another person's blood. Technical support requested the return of the suspect device and replacement product was shipped.